Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Review of the transmissions revealed that the patient's implantable cardiac monitor exhibited post sensed t wave over-sensing. No device intervention was reported but programming changes were discussed. The patient was stable.